Manufacturer narrative:
Pr: # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device issued a "speaker malfunct" inop. No patient harm was reported.